Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "no infection was found." It was noted that the patient would not be receiving a replacement device in the near future due to a recent cancer diagnosis.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient¿s cause of death was due to a blood disorder. It was also reported that the death was not related to the infection in (B)(6) 2013. It was noted that the explanted ins and lead were destroyer per the facility (hospital) procedure. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the death of the patient on (B)(6) 2013 from cancer. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient developed a minor infection and his system was explanted. It was not specified if a culture was done. Five days later, it was reported that no specific symptoms were shared. The health care provider (hcp) did not specify how the patient was doing either. The hcp did plan on replacing the patient's lead and stimulator later in the year. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va03n2j, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
Product ID: 3889-28, lot# va03n2j, implanted: (B)(6) 2012. Product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Manufacturer narrative:
(B)(4).